Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint found no other reports with the involved product code/lot# combination. The user facility reported a similar event from the same product code. See MDR 2243441-2017-00042. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported the arteriotomy locator kinked with the involved angio-seal device. The user facility reported: when the arteriotomy locator was being inserted into the insertion sheath, which was inserted into the artery, the clinician felt strong resistance; they pushed the locator and the locator kinked; a new device was used and the locator was inserted in the insertion sheath again, a strong resistance was felt in the same insertion position as before; the clinician applied manual compression to achieve hemostasis; hemostasis was successfully achieved; there was no reported health damage to the patient. Puncture vessel: femoral artery/right - puncture site: distal of inguinal ligament. Vessel diameter: 6 mm - sheath size: 6 fr.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.